Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 519061.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration as confirmed via x-ray. It was also noted that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the lead and ipg were replaced. No device malfunction was suspected. All explanted device components will not be returned per facility policy.